Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that he was unable to prime his tubing due to insulin squirting out with every attempt. The patient's blood glucose at the time of incident was 180 mg/dl. During troubleshooting the customer discovered that his drive support cap was sticking out. The insulin pump will be returned for analysis.